Event description:
(B)(4). Lack of appetite due to extreme taste of metal, extreme sensitivity to artificial sweeteners, joint pain, hospitalized twice for sudden onset of diverticulitis with perforation of the sigmoid colon and then once for colitis, constant abdominal cramping, sudden decrease of eyesight, memory fog, increased anxiety, cysts on ovary with no prior history. I am scheduled for a full hysterectomy on (B)(6). Unable to work due to hospitalizations and extreme pain, nausea, vomiting and diarrhea.